Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder was noted. However, wrong cartridge holder was received making it difficult to insert and remove. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.40ozf-in). Inpen passed front cap investigation. In conclusion: inpen received with no physical damage to cartridge holder. However, wrong cartridge holder was received making it difficult to insert and remove. No rewind anomaly noted during testing. The customer concern of cartridge holder being damaged was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cartridge holder damage, plunger was not rewinding properly. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105elgyna was requested and customer response was the device will be returned.